Event description:
Customer reportedly received results of 152 mg/dl and 64 mg/dl within 10 minutes on the advantage system. No symptoms reported with these results. No action taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.